Event description:
This report is to advise of a punctured dilator that was noted during analysis.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A guidewire from current inventory was inserted and advanced through the dilator/sheath assembly; however, the guidewire had difficulty advancing past the location of the perforation. Agilis nxt steerable introducer dual-reach instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/introducer assembly. Failure to use the stylet may inhibit the advancement of the needle and result in inadvertent needle puncture of the dilator/introducer assembly or skiving of material from the inner surface of the dilator." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with not following the instructions for use.